Event description:
On (B)(6) 2012, the pt was implanted with a conformable gore tag thoracic endoprosthesis. On (B)(6) 2012, a computed tomography (CT) showed a distal type I endoleak. The cause of the endoleak is unk. The CT revealed an unk density adjacent to the device, consistent with air. Upon further investigation it was determined the density was an infection. The pt was ill with sepsis and no intervention is planned. It was reported on (B)(6) 2012, the pt passed away and the cause of death is unk.

Manufacturer narrative:
The review of the sterilization and mfg paperwork verified that this lot met all pre-release specifications. The gore tag thoracic endoprosthesis instructions for use states that potential device or procedure related adverse events include infection (e.g. Aneurysm, device or access sites), and endoleak.